Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin shot. Customer was unable to complete carelink upload. Based on customer report customer does not allege pump was under delivering. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.